Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through a series of corrective steps. Despite recurring occlusion alarms, the caller successfully delivered a bolus after following guidance to replace supplies and planned to resume insulin therapy.